Event description:
It was reported that the patient experienced pulmonary edema. The target lesion was located in a severely calcified left anterior descending (lad) artery. The lesion wa predilated with a 2.0x20mm non-bsc balloon catheter and a 2.0x10mm non- bsc balloon catheter. A 2.25x32mm promus element drug eluting stent was selected to treat the target lesion. During the process of implanting the stent into the lad, the patient suffered pulmonary edema. The physician removed the stent from the patient and proceeded to resuscitate the patient. The procedure was not completed due to another reason. The patient was stable post procedure.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The stent was damage. The proximal half of the stent was stretched proximally to approximately 3mm beyond the proximal markerband. This type of damage is consistent with meeting a restriction upon advancement. The two most proximal strut rows were bunched up. This type of damage is consistent with meeting a restriction upon withdrawal. The hypotube was slightly kinked 2cm from the manifold strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the patient suffered myocardial infarction that led to heart failure and pulmonary edema. The physician performed all the necessary procedure to resuscitate the patient. A few days later, the patient underwent a successful stenting procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient suffered myocardial infarction that led to heart failure and pulmonary edema. The physician performed all the necessary procedure to resuscitate the patient. A few days later, the patient underwent a successful stenting procedure.